Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR.

Event description:
It was reported by the user that during their second breast biopsy case on (B)(6) 2026, using a securmark for atec disposable device, marker migration was observed. The user reports that "it appears that the marker migration occurred after the marker had been placed in the final intended position." The user further reports that the marker "appeared to be in the correct location directly after the post marker placement image was taken on the stereotactic unit but showed a 4 cm lateral migration on the post procedure images." It is reported that there was no patient harm; however, the marker placement process was aborted. No further information is currently available.